Manufacturer narrative:
Analysis of the internal neurostimulator s/n (B)(4) found non-conformance in the form of reduced capacity due to overdischarge.

Event description:
It was reported that the device was explanted due to premature battery depletion. The patient stated that the battery would not hold a charge for longer than a few hours. It was noted that recharging education was attempted. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39565-65, serial# (B)(4), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.